Event description:
The customer reported that the systems was stuck. The field engineer noted that after 10-15 minutes, the system became unable to perform fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reseated and cleaned circuit boards and connectors, and cleaned the cooling fan filters. The system operates as intended.